Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. Error m-b0 was present in the error log. The unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, monopolar energy was not working. The surgical staff power cycled the integrated electrosurgical unit (iesu), tried multiple grounding pads, and power cycled the system prior to contacting intuitive surgical, inc technical support. The live logs were not available for review after the power cycle. The surgical staff stated they were getting iesu error messages and one of the errors was m-b0. The surgical staff did not have the covidien generator and covidien energy activation cable. The surgeon was planning to convert the procedure to laparoscopic surgery. There was no reported injury.